Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: a03888001, product type: spacer.

Event description:
The manufacturer representative reported that while at the patient¿s post op appointment, it was determined that the patient¿s implantable neurostimulator (ins) was tilted. It was reported that the patient was given a spacer and it is helping the patient to charge better. The manufacturer representative requested that the patient be sent additional 2 more spacers. The patient indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.